Manufacturer narrative:
Corrected data: d.3, g.1. Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/05/2024.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted and replaced with non-allergan brand. This record relates to the left side.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture-breast was requested on june 05, 2024. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted and replaced with non-allergan brand. This record relates to the left side.

Manufacturer narrative:
Cont. E.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted and replaced with non-allergan brand. This record relates to the left side.